Event description:
It was reported that during insertion of the intra aortic balloon, difficulty was encountered passing the intra aortic balloon over the guide wire. The intra aortic balloon was removed and the wire exchanged. A second intra aortic balloon was inserted without difficulty. There were no patient complications.